Event description:
Boston scientific received information that during a routine device follow-up, this right ventricular (rv) lead exhibited out-of-range pacing impedance measurements of greater than 3,000 ohms. The device was reprogrammed to aai pacing mode and the right atrial (ra) lead measurements were tested and confirmed to be within normal limits. The device was reprogrammed to ddd pacing mode and the rv thresholds and r-waves were not able to be measured, due to undersensing. The lead polarity was changed to unipolar and sensing was normal. Automatic threshold testing found capture was lost at 4.5v. However, with manual threshold testing, capture was obtained at 1.5v. Repeated testing found good impedance and threshold measurements. The lead polarity was changed back to bipolar and testing was repeated again, with good thresholds, impedance, and r-waves now observed. The programming was left as it was and the lead will be evaluated with an x-ray in the next month. No adverse patient effects were reported.

Event description:
At the subsequent lead check, an x-ray was performed but no fracture was visualized. During the interrogation, an alert message indicating the rv pacing impedance measurement was greater than 3,000 ohms, and no capture was observed in bipolar or unipolar pacing configurations. R-waves were not able to be measured in bipolar, and measurements were intermittent in unipolar.the device was reprogrammed and the patient was scheduled for another follow-up in two weeks. No adverse patient effects were reported.

Manufacturer narrative:
As of today, the lead remains implanted and appeared to be functioning in an intermittent and suboptimal manner. This report will be updated if additional information is received following the next device check.

Manufacturer narrative:
As of today, the lead remains implanted and appeared to be functioning properly. This report will be updated if additional information is received following the x-ray evaluation.

Manufacturer narrative:
At the next device follow-up, the pacing impedance was again greater than 3,000 ohms. The device was reprogrammed to aair mode, and the patient and lead will continue to be monitored. The rv lead remains implanted but electrically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.